Manufacturer narrative:
(B)(4). Insulin pump received with cracked lcd window, cracked belt clip slot and broken reservoir tube lip. The test infusion set and reservoir does not lock into place. Insulin pump passed the displacement. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a crack in the case. Customer stated damage occurred on reservoir lip ring. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.